Event description:
Beltone sold my (B)(6) father's hearing aids for (B)(6). He had and has dementia and chronic leukemia. He cannot hear out of these and didn't know what he was doing when he agreed to this. My mother was with him and I had no idea this was happening. She was (B)(6) at the time, he is now (B)(6) and she is (B)(6). He is getting ready to enter a nursing home and has no use for these. Mom can't afford to make these payments. I have contacted beltone several times. After 2 weeks, they called back and said it was out of their hands. I feel it was wrong to sell a dying man these (B)(6) hearing aids. All I want is to return these and pay no more. Already paid (B)(6) payments. (B)(6) at time of purchase, and insurance paid (B)(6). My parents were told if he died soon, not to pay the payment anymore. Purchase date: (B)(6) 2012.